Event description:
It was reported that the right ventricular lead exhibited intermittent capture and a decrease in r-wave amplitudes. The lead was found to be dislodged. The lead was explanted and replaced after repositioning was unsuccessful. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.